Event description:
It was reported to philips that the geometry movements were unavailable on the azurion system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement were unavailable. Upon troubleshooting, fse found that tsm15 pin cable connector was damaged; causing the intermittent display issue and shorting out 24vdc supply voltage. To resolve this issue, fse removed the original tsm to prevent fuse blowing and recommend customer to replaced tsm. In follow up case fse replaced the tsm and ttcf and loaded sw (software). After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.